Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button is not responding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: the pump returned with audio bolus button intact. The bolus button responded on button presses appropriately. The bolus button was removed and no contamination was found under rubber cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.